Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that opacification of the iol was observed on an unknown date in the post-operative period. The iol was explanted and the distributor has confirmed that it is available for return; however, to date, the lens has not been received by rayner. No further information is available at this time. Rayner is liaising with its distributor in israel to obtain additional information to facilitate further investigation of this event.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred following implantation of an unspecified rayner iol. Iol opacification was observed on an unknown date in the post-operative period.